Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified left anterior descending artery. The vessel was not unusually tortuous, but the lesion was noted to be on a bend. A 3.00x38mm promus premier¿ stent was selected for use. During the procedure, the stent fell off the stent delivery system (sds) when the device was removed from the guide catheter. After several wire changes and a guide catheter change, the procedure was completed using a 3.0x16mm and a 3.0x20mm promus stents and a 2.75x12mm promus stent which was deployed distally. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).